Event description:
During inspection, it was observed that the device would intermittently fail to shock into the defibrillator tester in manual mode. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control is anticipating the device return for evaluation. Physio continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.